Event description:
User reported false positive result. Negative follow up testing the following day. Type of follow up tests not provided. Report 1 of 6.

Manufacturer narrative:
Report required by FDA for eua. Eua (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00468, 3014862188-2021-00467,3014862188-2021-00466, 3014862188-2021-00465, 3014862188-2021-00464, tests 2,3,4,5,6 of 6).

Event description:
User reported 6 false positive result. Negative follow up testing the following day. Type of follow up tests not proivded. Report 1 of 6.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). In section b5, the initial report was meant to reflect that user reported 6 false positive results.